Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms both distal tabs broken off on the shaft. The location of the fracture, relative to the proximity to the handle suggests possible unintentional bend stress overload during instrument usage. Given the observations and the event description the failure is consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a plif procedure. During the procedure, the tip of the driver broke but was retrieved. No further details are known at this time.